Event description:
Paramedics responded to a person, condition unknown. According to the reporter, when the device was powered up, the screen flashed and went blank and the service indicator illuminated. A backup device was immediately called for and used, and the reporter indicated there were no adverse affects as a result of the device use.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a shorted capacitor on the interface pcb assembly. The device was repaired and returned to the customer.